Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of device identification and interrogation difficulty and also confirmed that the radiofrequency programmer head connection on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. The hard drive was also reconfigured and an updated software version was loaded. It was further noted that the power supply was noisy and that the wireless label on the bezel was lifted at the corner. The power supply and wireless label were replaced. No other anomalies were found. (B)(4)

Event description:
It was reported that the programmer would not auto-identify nor interrogate an implanted pacemaker. It was speculated that it was possibly the connection between the radiofrequency programmer head and the programmer. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event